Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that he obtained low reading on the contour next link 2.4 meter while he had symptoms of hyperglycemia such as dizziness and thirstiness. The customer took 20 units of novolog and 10 units of lantus but was still feeling sick. The customer went to the hospital where his blood glucose was tested with the his contour next link 2.4 meter and the hospital's meter within 10 minutes, which gave readings of 246 mg/dl and 581 mg/dl respectively. The physician stated that customer was about to have a diabetic stroke as his sugar level was high for a long time. The customer did not remember the treatment provided to him in the hospital. However, he indicated that he was hospitalized for three days and after the treatment, he felt better. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link 2.4 meter and in-house contour next test strips form lot # 8lpef06c, which gave satisfactory performance.